Event description:
Pt was implanted with zero-p construct at c5 - 6 for acdf on (B)(6) 2012. The screws (04.613.716) at c5 - 6 backed out of the zero-p implant. The device has not been explanted at this time. This is 5 of 5 reports for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Devices have not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.